Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with infection. Echocardiograph was performed and showed possible vegetation on the leads. The entire implantable cardioverter defibrillator system was explanted and a temporary pacemaker was implanted for the patient. The patient was reported to be in stable condition post procedure.

Event description:
New information received noted that during the initial diagnosis of infection, the patient presented to the pacemaker clinic with redness and thinning at the site of his device. The patient also noted increasing soreness at the device site.